Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient had infection at insertion site 0n (B)(6) 2026. The set had been in use for three days. The patient received medication for infection by health care professional. The patient replaced infusion set and resumed insulin deliveries successfully.